Event description:
It was reported by the rep that the device was used during a laparoscopic cholecystectomy. The trocar was leaking. The stopcock was turned to different degrees and it helped a little, but still leaked. Same trocar was used to complete the case. There was no adverse consequence to the patient. Device was discarded. (B)(6).

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. The product was not returned but has been identified as part of the voluntary recall of the endopath xcel with optiview technology. Device problem known.